Event description:
It was reported that the patient didn¿t feel like his pump was working. An MRI was being done. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory; product ID 8709, lot# j11002r26, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: as of the date of this report, the patient continued to feel that the pump was not working, but he was being told that the pump was working. He believed that there was a problem with the pump because of an increase in pain. For the first 2 years after the patient¿s initial implant, the patient had a side effect of morphine where the smell of the morphine would make him extremely sick and when he could smell the morphine his pain would return; dose adjustments resolved the issue. Since late april/early may of this year, if the patient moved one way he ¿would go to the ground.¿ the pain was unbearable and the associated smell/side effect came back. The nurses told the patient that the smell didn¿t matter, but when the smell started, the pain started right after and he got extremely sick. The timing of the smell and pain did not coordinate with his pump refill schedule. The patient had gone to his hcp¿s (healthcare professional¿s) office to try and resolve the side effect issue. Some testing was done. They photographed the catheter and tried to do an MRI, but they could not get a good picture; it was cloudy. An x-ray was done. During the x-ray, the technician could not get a clear picture of the pump, so the technician had to ¿lie on the patient and pull the pump pocket up because the patient¿s skin was loose¿. When the patient lied on his side; the pump flopped over 3-4 inches. The x-ray was done in early may and the patient had an MRI done; they wanted to look at the catheter site. When they did the MRI, they only did part of his back to look at the catheter port. The MRI tech said he couldn¿t do it and that the patient would need another test done. The patient was told that they didn¿t find anything wrong during the testing, but he had been unable to get an order to have the other test done. The patient¿s back was sore where the catheter was; he had 2 fused discs. The pain went away when he stopped moving around and doing things. There was no ¿rhyme or reason.¿ when he had the pain in the small of his back he ¿loses his legs.¿ the patient was trying to figure out the smell; he stated, ¿you get sick, it gets hard and heavy, all hell breaks loose all of a sudden it will.¿ the patient noted that during his clinic visits he saw the nurses because his hcp was busy. The device system was delivering morphine.

Event description:
Additional information was reported that this was "not pump related." Should further information be received, a follow-up report will be sent.